Event description:
Reporter indicated that a vns pt was experiencing an increase in seizures above pre-vns baseline. Both normal mode and system diagnostic testing performed indicated the device is functioning properly. A battery life calculation indicated 0.76 years until end of service. The cause for the increase in seizures is unknown.